Event description:
Caller alleged discrepant accuracy results when compared to the lab. Results as follows: date: (B)(6) 2013, inratio: 1.1, lab: 3.3. Time between testing was reported as within mins. Pt's therapeutic range is unk.

Manufacturer narrative:
Investigation pending.